Event description:
It was reported that during a spinal fusion procedure using stryker nav3i, the calibration between navigation and the c-arm created an inaccuracy above the standard allowable deviation throughout the spine. The patient had been registered using automatic registration. The issue was noticed prior to placing any screws during a landmark check. The system was re-calibrated and the surgeon successfully completed the case using c-arm fluoroscopy. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and calibration of the c-arm was determined to be a potential root cause of the reported event. The device was recalibrated at the healthcare facility.

Event description:
It was reported that during a spinal fusion procedure using stryker nav3i, the calibration between navigation and the c-arm created an inaccuracy above the standard allowable deviation throughout the spine. The patient had been registered using automatic registration. The issue was noticed prior to placing any screws during a landmark check. The system was re-calibrated and the surgeon successfully completed the case using c-arm fluoroscopy. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.